Event description:
Coiling treatment was conducted of an aneurysm. The coil was reported to prematurely detach during positioning. The coil was retrieved using a goose neck snare successfully. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
The device involved in this event has not yet been returned for eval. Upon examination of the sample/completion of the investigation, a follow up medwatch report will be submitted. (B)(4).

Manufacturer narrative:
The device was returned for evaluation with the implant detached. The delivery pusher was not available for evaluation. The implant was stretched and damaged contained within the snare. Based on the analysis findings,the customer complaint is confirmed as the coil is detached from the delivery pusher. The root cause of this complaint cannot be determined as all the device components were not returned for evaluation. (B)(4).